Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several false pause episodes were noted due to the device undersensing. Technical support recommended reprogramming; however, no intervention has taken place yet. The patient was in stable in condition.